Event description:
This is being filed to report the clip failing to establish final arm angle and opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and positioned. In preparation for deployment, the first establishing final arm angle (efaa) was checked and was successful; however, the second efaa was unsuccessful. The physician opened the clip to 120 degrees and then performed efaa again without success. The deployment sequence was started again from the beginning and efaa was then successful and the clip was deployed. Following deployment, the clip was noted to continuously open while locked from completely closed to 20-30 degrees. The procedure concluded with mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other complaints reported from this lot. Based on the available information and without the device to analyze, causes for the reported clip failing efaa and clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.